Event description:
A physician reported the patient¿s caregiver stated the vns will beep three times and then her daughter will have a seizure. She stated she has not yet been able to rule the vns out as a causal factor. Additional relevant information has not been received to-date.